Event description:
Pt was critically ill secondary to metastatic lung disease and coronary artery disease. Bronchoscopic examination revealed a tumor located in the distal portion of the main stem bronchi with endoluminal obstruction. Physician used cryospray ablation to destroy unwanted tissue and improve the opening of the airways. Immediately following the spray treatment, the pt developed bradycardia and tension pneumothorax. Bilateral chest tubes where inserted to remove air/gas. Improvement noted in pt's hemodynamic state; however, pt developed bradycardia and stopped breathing. Despite resuscitation efforts, the pt expired. The exact cause of death is unk.

Manufacturer narrative:
The investigation concluded that: the treating physician chose to use the device for an applications outside the scope of the intended use, chose not to use the timing function and the underlying condition of the pt at the time of treatment may have also been a contributing factor. A csa medical personnel evaluated the console and found it to be operating within specifications.